Manufacturer narrative:
One opened broken phaco tip with a sleeve, without a wrench, with a tyvek, in a bag was received. Phaco broken at aspiration bypass hole, breakage is very jagged. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. No meatal foreign material observed in either of the two pieces of phaco tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. A reported foreign material was not received at the manufacturing site, no metal foreign material was observed on the returned sample and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the phaco foreign material complaint issue cannot be determined. No specific action with regard to this complaint was taken because the root cause for the reported complaint issues of broken and metal particles cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ultrasound tip was found broken during cataract surgery (with intraocular lenses implant), taken out from the patient. The surgery was completed after replacing the product with new one. There was no patient harm.